Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned to olympus. Based on the results of the investigation, it is likely that the lamp error showed due to a defective spare lamp. However, a definitive root cause of the reportable events could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected fields: b5, h6. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definite root cause could not be determined.

Event description:
The issue occurred during the routine inspection and there was no procedure involved.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source found spare lamp error. Spare lamp did not ignite. There were no reports of patient harm.